Event description:
It was reported that asy-01348 doesn't work. No injury reported. A field engineer was dispatched to the site and determined the button of the c-arm rotation doesn't work well; sometimes bad contact of the button leads to unwanted rotations. Once the button was replaced the system was working as intended.